Event description:
Fluid retention [fluid retention]. Case description: spontaneous report was received on (B)(6) 2013 from a physician regarding a (B)(6) female pt, initials unk with gonarthrosis. The pt's medical history was significant for previous two courses of synvisc. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) injection, 2 ml of the third course (frequency not provided), into the right knee. The lot number for synvisc was not provided. On (B)(6) 2012, the pt experienced fluid retention. On the same day, the treatment with synvisc was permanently discontinued. The pt had not yet recovered from the event of fluid retention. Concomitant medications were not provided. The intensity for the event was not provided. The reporter assessed the relationship between synvisc and the event of fluid retention as definite.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.